Event description:
Customer reported the system locked up and rebooted and would not work correctly. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found the incorrect x-ray tube selection was made in configuration. Ge rep corrected settings and system operates as intended.